Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within 10 days of implant, the patient's left ventricular (lv) lead was unable to capture the left ventricle and was instead capturing the right atrium due to being dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.